Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp suffered bleeding from the veno-arterial extracorporeal membrane oxygenation site and a gastrointestinal bleed. Three units of red blood cells and one unit of platelets were transfused. Systemic anticoagulation was withheld. Additionally, suction alarms occurred and flows were decreased. In response, the pump was repositioned.

Manufacturer narrative:
No product was returned for investigation. The cause of bleed cannot be determined since insufficient clinical details were provided. The cause of pump suction cannot be determined since insufficient clinical details were provided. The device passed all post sterile inspection checks.